Event description:
Received maude event report sent to synthes monument by FDA. The locking caps for synthes click'x instrumentation became loose and allowed the rods and screws to become unstable. The caps were replaced and were tightened down and the remaining instrumentation was stabilized. Pt complained of pain and an x-ray verified the locking caps were loose. The initial surgery was performed for a herniated disc. The revision surgery was completed and surgeon kept the same rods and screws and only replaced the two locking caps.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned. Synthes is unable to determine mfg date without a lot number.